Event description:
Complainant alleged that while attempting to place the electrodes on a patient, it was observed that the apex defib wire had broken off the electrodes. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The customer indicated that the electrodes were discarded; however, this complaint is still under investigation.